Event description:
It was reported that the radial artery was accessed via catheter. However, the user was unable to remove the spring wire guide (swg) and the needle from the catheter. As a result, the catheter was removed and the swg bent at a 45 degree angle from the baseline with a piece of catheter that separated. Additional information received on (B)(6) 2010 by the sales representative stated the fellow/resident attempted to advance the swg upon receiving flash of blood on insertion of the device. This was not possible and the entire device was withdrawn. The plastic of the catheter appeared to be almost separated. The item was retained. As a result, the catheter was removed and a new device was successfully inserted. Further information received on (B)(6) 2010 from the sales representative confirmed that surgical intervention was not required to remove the portion of the catheter that was almost separated. The user simply removed the portion with his gloved hands. When the second catheter was placed, the same insertion site was used. The outcome of the patient is "no apparent harm."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.